Event description:
The extent of the injury was that a member of our staff was working in the clean pack room checking the tray when a sharp instrument which was poking through the tray got stuck in her hand. Blood was drawn and she had to visit occupational health who had to trace the patient details to ensure the patient was not considered "high risk". This is a very anxious experience for a member of staff who has injured themselves as they await the response but no time has been taken off work so far.

Manufacturer narrative:
Device is not being returned for evaluation. (B)(4).